Event description:
During a stenting treatment procedure, the wallstent iliac stent could not be deployed and became `deformed.' The lesion being treated was a calcified, 100% stenotic lesion in a very tortuous left external iliac artery. The physician used a 7fr introducer sheath for vascular access, and a radiofocus .035 guide wire to cross the lesion. The lesion was pre-dilated with a four millimeter balloon and the wallstent iliac stent was advanced to the target lesion, but could not be deployed. The physician removed the wallstent iliac stent and noticed that the distal stent was deformed. An iliac unistep plus stent was used to successfully complete the procedure. No patient injuries or complications were reported. Patient is reported as `good.'